Manufacturer narrative:
The zoll catheter was not returned to zoll for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During patient use for fever management on the patient with head injury, blood backing up into lures and a icy catheter leak was suspected. No system alarm or saline bag issues were reported. The dwell time was between 12 to 24 hours after the catheter was placed into patient's body. The patient's ivtm therapy was finished with another icy catheter placement. No known patient impact or consequence was reported.

Manufacturer narrative:
A medwatch report mw5074752 submitted by the facility on jan 22, 2018 was received by zoll on feb 20, 2018 via postal mail. Per clinical field specialist reply on february 08, 2018, catheter will not be returned to zoll for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A medwatch report mw5074752 submitted by the facility on jan 22, 2018 was received by zoll on feb 20, 2018 via postal mail.